Event description:
Event description boston scientific crm received information that this right ventricular lead displayed impedance measurements greater than 2500 ohms. As all other measurements were within normal limits and the patient was not pacemaker dependent, the decision was made to follow the patient more closely rather than schedule a lead revision.